Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and there were no such defect encountered during final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): dib of 60 ml perfused in 23h00 and not in 30h as expected. This device is of continuous debit 2 ml/h. It was detected during the visit to the acute pain unit on (B)(6) 2016 that the dib of 60 ml perfused in 23h00 and not in 30h00 as expected. Regarding the occurrence of any situation of danger for the patient and/or user, the customer mentions "no - although no effects were observed in the clinical status of the patient, we appreciate that this situation be resolved as urgently as possible to avoid the risks that may result from uncontrolled drug administration.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used, empty easypump ii lt 60-30-s without packaging. Sample 1: the received pump was taken to a visual inspection. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was blocked by a white stopper. After opening the top cap we found out that the closing cone of the filling port was missing and we detected residues of solution (liquid) at the filling port (lli-cone). Moreover, the sample was filled up to the nominal volume of 60 ml with nacl 0.9 % and a functional test respectively a leak test was carried out (during filling process the lli cone was cracked with the used ops syringe). After opening the white clamp and waiting for 60 minutes the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 2 ml/h actual: 2.3 ml in 1 h; 4.4 ml in 2 hrs and 34.2 ml in 17 hrs (56,7 % of the total running time) the inspected sample is accordance with our requirements. The easypump ii lt 60-30-s is neither blocked nor does the pump shows abnormal values during the test of the flow rate. Therefore the reason of complaint is not comprehensible. Hence we assess this complaint to be not justified. Sample 2: the received pump was taken to a visual inspection. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we did not detected any residues at the patient connector. Moreover, the sample was filled up to the nominal volume of 60 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. Hence we assess this complaint to be justified. We have informed our manufacturer accordingly. Corrective measures have been initiated and are documented under CAPA 001475.